Event description:
It was reported that this patient with an artificial urinary sphincter (aus) implant device had a surgical procedure performed during which the cuff and balloon components were explanted and replaced. Upon explant the physician found fluid loss. There were no patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72400024 serial number: n/a batch/lot number: 1100443838 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127 serial number: n/a batch/lot number: 1100431593 model/catalog description: control pump fgs iz unique identifier (UDI) #: (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff and pressure regulating balloon (prb) were visually inspected, and leakage tested. The visual inspection of the cuff revealed that the cuff tab had a cut from a sharp instrument and the tubing was cut from the cuff and had a tear due to tool/sharp instrument damage. The visual inspection of the prb revealed that the prb had wear from fatigue and a hole from fatigue closer to the adapter. The leakage test of the cuff revealed that the tubing had fluid loss due to the tear from tool/sharp instrument damage towards the adapter. The leakage test of the prb revealed that the prb had a leak due to the tear that was from fatigue at the balloon/adapter junction. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. A risk review confirmed that the event of "device has a fluid leak" were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The sharp instrument damage observed most probably occurred during the explant process and is not considered a primary malfunction. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure as the fatigue wear and associated leak in the prb at the balloon adapter junction most likely caused or contributed to the reported clinical event.

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) implant device had a surgical procedure performed during which the cuff and balloon components were explanted and replaced. Upon explant the physician found fluid loss. There were no patient complications reported.

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100443838. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100431593. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent fluid leak. Based on the information available the cause that contributed to the reported event cannot be established.